Event description:
It was reported the patient developed an infection at the lead incision site of the new lead as well as at the incision of the old lead. The patient's scs system was removed and the patient was prescribed oral antibiotics. Follow up indicated treatment with IV (PICC) antibiotics following the oral antibiotics. The patient will continue the IV antibiotics treatment dependent on the healing of the incisions.

Manufacturer narrative:
Evaluation: method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies related to this event were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.